Event description:
It was reported that there were stored atrial high rate episodes that appeared to be mode switching due to oversensing or noise. It was also reported that p wave measurement was variable and became very sensitive at times. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 3830 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
Followup with the clinic indicated that the sensitivity was decreased and the lead was switched to unipolar.